Event description:
It was reported that (2) tct75 and (1) tct55 were used during a lateral anastomosis in bypass ileum procedure. It was reported by the affiliate that the firing knob blocked so that the device did not cut and did not suture. The case was completed using another device. No adverse pt outcome.